Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported patient was experiencing discomfort at the ipg site due to the pant line too close to the site. As a result patient underwent surgical intervention on (B)(6) 2021, wherein the pocket site was moved and resolving the issue.